Event description:
A report was received alleging that the device was use with a patient when the tube was found to be bent. The report stated that the bend in the tube made it difficult to pass a suction catheter. No adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit ot the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. The actual device involved was returned and is currently in transit to the investigation site.